Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. When placing the impella cp, the patient was in torsades for 45 minutes but able to maintain a mean arterial pressure (map) of 60. The impella position was checked via echo and adjusted accordingly. Once in position and after dilation, the patient converted to sinus rhythm. All pressors were removed and patient's map was reported at 68.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.